Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. The patient had an atrial fibrillation ablation followed by a left atrial appendage (laa) closure procedure. Intracardiac echo (ice) guidance was used due to issues getting the transesophageal echo (tee) probe in the patient. A baseline pericardial effusion was noted. A single curve watchman truseal access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. One partial recapture was required but the case was uneventful. Overnight, cardiac tamponade occurred and a pericardiocentesis was performed. The patient recovered and was discharged.